Event description:
It was reported that this inflatable penile prosthesis (ipp) did not inflate and the pump stayed flat. Upon revision, fluid loss and air presence in the device were noticed. As a result, the device was explanted and replaced. No patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for reservoir is (B)(4).